Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device system was explanted due to infection. The patients condition is good following the event.